Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced, and all samples met specifications. Visual inspection noted 60 unopened magic 3 intermittent catheters were received. Visual evaluation noted of the samples tested, no flash, bumps, or sharp points on the catheter. No obvious defects were noted. Further testing required. Samples were tested. Performed organoleptic test . Lubricious coating material remained on all catheters tested after more than 10 wipes. The catheters od measured to be 0.2030, 0.2000, 0.1975, 0.2005, 0.2010, 0.2025, 0.1975, 0.2015, 0.2020, 0.2015, 0.2010, 0.1980, & 0.2020, which were found to be within specification (0.210+-0.013in). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event was unconfirmed, a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the patient was having a hard time inserting the magic3 go male coude catheters because they were getting stuck. Per follow up call on 09july2021, customer was not able to use any from that batch they received. The customer was not able to insert and void at all.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was having a hard time inserting the magic3 go male coude catheters because they were getting stuck. Per follow up call on (B)(6) 2021, customer was not able to use any from that batch they received. Customer was not able to insert and void at all.